Event description:
Information was received that this smiths medical cadd ms3 pump exhibited alarm and error message for "blockage detected" but no blockage was observed by the patient. Subsequently, the pump was replaced. No adverse effects were reported.